Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that while in recovery after an endobronchial-ultrasound (ebus) procedure, the pt was sat up in the high fowler's position for a chest x-ray and began to cough and coughed up a foreign object. The foreign object was identified as the balloon used in the ebus procedure. The balloon was inspected and found to be it's entirety. There was no pt injury reported.